Event description:
Procedure: wedge resection. According to the reporter: during the surgery, the surgeon intended to apply the product to lung tissue. However, the formation of staples wasn't complete. There was unanticipated tissue loss as a result of this and surgical time was extended by more than 30 minutes. There was no excess blood loss. Another brand of product was used to continue surgery. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
Tracking number: (B)(4).